Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the finishing stylet became stuck in the left ventricular (lv) lead during implant and required considerable force to remove it. The lead remains in use. No patient complications have been reported as a result of this event.